Event description:
It was reported that the left ventricular lead insulation appeared to be abraded via a chest x-ray. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer and maude event report number (B)(4).